Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for investigation. Our investigation is thus based on the information provided by the customer, our knowledge of the product and provided photograph of the complaint unit. Results: visual inspection of the provided photographs revealed that the reported fault could not be confirmed by visually inspecting the photograph as no crack or damage to the chamber could be identified. Conclusion: we were unable to determine what had caused the reported event without the return of the complaint device. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.".

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a mr290 humidification chamber was leaking. There were no reported patient consequences.